Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips remote service engineer (rse) communicated with the customer and confirmed the disk problem. The rse analyzed that the cause of the issue was insufficient hard disk space. As a part of troubleshooting action, customer cleaned the patient data base and the issue got resolved by unlocking patients and deleting the exam. After which, the system was returned to use in good working order. After 4 days the reported issue was reoccurred again and to resolve the issue the fse removed of certain patients and the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported.